Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The following section were updated/corrected. On (B)(6) 2017, it was reported that the device was not meshing. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. On (B)(6) 2017, it was reported that the device was not meshing. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. Initial inspection and repair of the air dermatome by zimmer biomet surgical was not performed as the customer did not return the device and cancelled the repair request. The reported event was non-verifiable since the customer did not return the and requested to cancel the repair request as the customer decided to buy a new device rather than spending that money to get repaired. The reported event was non-verifiable since the customer did not return the and requested to cancel the repair request as the customer decided to buy a new device rather than spending that money to get repaired. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.

Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not meshing. No adverse events have been reported as a result of the malfunction.